Event description:
A customer reported that during cataract surgery, the tip would not move on two handpieces they attempted to use. A second system was used to complete the surgery causing a surgical delay of 15 minutes. There was no harm to the pt.

Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported problem. The company representative replaced the ultrasonic (u/s) controller printed circuit board (pcb) for diagnostic reasons. Preventive maintenance was performed. The system was then tested and met product specifications. The replaced u/s controller pcb is returning for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).